Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at below nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at below nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.